Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced high blood glucose of 362 mg/dl; treating with a bolus. Customer did not have a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date were incorrect; customer was assisted on correcting it. Infusion set was removed and the cannula was not bent. The insulin pump passed the self test. Nothing further reported.